Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via device manufacturer representative regarding a patient receiving compounded baclofen (4000 mcg/ml, 1000 mcg/day) via an implantable infusion pump. It was reported that the pump alarmed and the patient had withdrawal symptoms. Interrogation showed motor stall. The pump was replaced. The issue was resolved and patient status was alive with no injury at the time of the report. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No further complication was reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.